Event description:
No additional information received. Mat# 305916; lot# regq4055. It was reported by customer that that they are receiving needle clogged. Hello, yes, I sent the defective sample needles out last week. I am still receiving more needles that are not working since I sent the box out! Please let me know if you have any further questions. Thank you.

Manufacturer narrative:
Six samples received by our quality team for investigation. Through visual inspection, no defects or issues observed. Each needle was connected to a syringe with saline solution, two samples appeared clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s previous investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide needles are clogged/blocked. The following information was provided by the initial reporter: "not able to draw or push vaccine. Seems to be clogged."

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.